Event description:
It was reported that the screw fractured. The patient arrived to the clinician with the crown in her hand. The prosthetic screw has broken. The threaded portion is still inside the implant. Procedure was not completed. The patient has a later appointment to remove the broken screw. Tooth location # 46. Screw placed on (B)(6) 2024 and removed on (B)(6) 2026.

Manufacturer narrative:
Zimvie complaint number (B)(4). D4: additional device information unknown / not provided.